Event description:
It was reported that the ventricular capture management (vcm) on a remote transmission showed thresholds greater than 2.5 mv intermittently on weekly readings. Follow up with the clinic indicated that the thresholds were within normal limits. The device auto-check was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.